Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisories (ua) 45 (driveshaft not at "home" position after power-on/restart) was confirmed based on the archive data review and during functional testing. The root cause for the ua45 error was due to drive shaft not being at "home position". The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to the normal wear and tear of the platform. This might have caused the difficulty for the user to pull up the lifeband completely prior to turning the device on. The autopulse platform was manufactured in february 2017 and is 4 years old. During the visual inspection, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal, likely attributed to mishandling. The load plate cover was replaced. The archive data review indicated multiple ua45 error messages to have occurred; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to ua45 error message displayed upon powering on. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The sticky clutch plate was deburred to address the issue, and subsequently, the driveshaft was rotated to "home" position. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn# (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. No patient involvement.